Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). The complainant indicated that the device broke intraoperative and a fragment is retained in the patient. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery the drill bit was broken. The tip of the drill bit was left into the patient's bone. No prolongation of surgery reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).